Event description:
It was reported the front case of the external pulse generator (epg) was damaged. The epg was returned for repair and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken. It was also noted that the lower case was broken, the high rate cover, ring, two side bails and two case screws were missing, the three control knobs heart wire block, battery drawer, and heart wire contacts were contaminated, two battery latches were broken, the interconnect flex was out of specification, the ring cover and two side bail covers were broken. (B)(4).